Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: one image was returned by the customer. The image shows a detached housing and tip, a torque shaft with the cutter and a spider fx device. Analysis of the image shows that the detachment occurred at the proximal end of the housing, not at the hinge pins. The hinge pins are still attached to the torque shaft. The image also shows that there are biologics present in the spider fx device. Additional information: no intervention was required for the removal of the device. All components of the device were removed from patient. There was no vessel damage noted. There were no issues reported with spider wire. The wire was kinked outside of sheath body where physician was holding it trying to pull hawk device out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone atherectomy device with a 6fr non-medtronic sheath and 7mm spider fx embolic protection device during treatment of a 100mm calcified and fibrous cto (chronic total occlusion-100%) in the patient¿s mid right superficial femoral artery (sfa) of diameter 6mm. Slight vessel tortuosity and severe calcification are reported. IFU was followed. The vessel was not pre-dilated. It is reported no resistance was noted during advancement of the device but that when withdrawing the device following completion of atherectomy treatment, severe resistance was felt, and the device seemed to get stuck in the mid sheath. The nosecone/collection chamber is reported to have detached when the physician pulled hard on it to withdraw the device. The tip is reported to have separated at the hinge pin. The device and sheath were removed, and a new sheath and wire were placed. The procedure was then completed by using an inpact drug coated balloon (dcb). There were no issues reported for the patient and the procedure was successfully completed. No patient injury reported.